Manufacturer narrative:
(B)(4) - incision enlargement. Removal and replacement of intraocular lens. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing records were reviewed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated. The intraocular lens (iol) was returned to the manufacturer. Visual inspection: the returned sample was inspected at 10x microscope magnification. Visual inspection revealed that the lens has surface residuals adhered to both side of optic body compatible with handling the lens out of a sterile environment. One of lens loop (haptic) is distorted. Also, several scratches that could be related with the ¿attempt to lens cut out¿ as specified in the initial report were observed on the sample. The complaint for ¿haptic damaged¿ was verified in the sample returned. The returned sample did not meet visual inspection specifications. However, the investigation results do not suggest that the complaint lens reported was affected by the manufacturing process. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that while inserting the intraocular lens into the patient's eye, the haptic bent, causing the surgeon to remove and replace the lens within the same procedure. However, during removal and replacement of the intraocular lens, the incision was required to be enlarged. It was stated that the patient is doing fine.